Manufacturer narrative:
One bl3170 stellaris handpiece with serial (B)(4) was received. Visual inspection of the handpiece found that the transducer horn was dented. The wires inside the cable jacket are twisting. There are cracks and damage in the cable jacket at the lemo connector strain relief. The cable jacket is separating from the lemo connector strain relief. In addition there are also cracks at the base of the strain relief at the handpiece tail. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended.

Manufacturer narrative:
The handpiece has been requested for evaluation however it has not yet been received.the device history records were reviewed and no exceptions were found.

Event description:
The ophthalmology surgeon reported that a corneal burn occurred at the first use of ultrasound. The handpiece passed the calibration test. The burn led to the opacity of the corneal incision with a non-sealing issue. The surgery was completed with this equipment without apparent defect. The surgeon had to apply a stitch to ensure the sealing. The patient developed endophthalmitis six days post operatively.